Event description:
It was reported that the atrial and left ventricular (lv) leads encountered high thresholds and also remains in use. The patient was hospitalized with unassociated congestive heart failure. It is unclear if the rise in atrial threshold is due to clinical conditions or new medications. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694758, implantable tachy lead, 2005 (B)(6); 5076-45, implantable pacing lead, 2003 (B)(6); (B)(4), bi-ventricular defibrillator, 2011 (B)(6). (B)(4).